Event description:
The customer reported that approximately a month ago, he had a red spot at the insertion site after he removed a pod. The spot looked like a "small red knot" under the skin. Two weeks ago, his physician prescribed antibiotics and he has been using neosporin as well. It now a "1/2 inch hole" in his abdomen. He stated that he uses alcohol to clean the skin, and the area is free from hair. He disposed of the pod.

Manufacturer narrative:
The device was disposed of by the customer and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported infection. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs." It advises, "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider" and "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place."